Event description:
It was reported that the caller's pump screen would not turn on, exhibiting a red led and not vibrating as expected. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer through several troubleshooting steps, but the issue persisted. Consequently, a replacement pump was sent. The caller was provided with instructions for returning the faulty pump and was advised to program their settings and connect their continuous glucose monitor to the replacement. The pump was still under warranty, and no backup therapy was available, prompting the caller to contact their healthcare provider.